Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colon videoscope had endoscope malfunction error 217. The issue occurred during inspection for use.there were no reports of patient involvement